Event description:
The customer reported the system had an intermittent loss of the live image. This would cause the system to be unusable. There is no report of injury or death associated with he event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.